Event description:
Reportable based on analysis completed on 23feb2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 90% stenosed, 12x2.5mm, concentric, de novo target lesion containing a lesion bend of between>45 and <90 degrees was located in a moderately tortuous and a heavily calcified mid left circumflex (lcx). Predilatation was performed with a 2.5x12mm maverick balloon catheter resulting to 70% residual stenosis. A 2.50mm x 20mm liberté¿ bare metal stent was advance but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detachment and catheter entrapment.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a liberte sds with stent in two pieces with an unidentified guidewire. A portion of distal shaft (including the balloon, stent, and tip) was received on the guidewire. The guidewire was protruding .5mm from the distal separation and 169.5cm from the tip of the liberte device. The outer diameter (od) of the returned guidewire was measured. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft of the device. Majority of the inner shaft was stretched. The shaft was separated at the proximal balloon bond with stretched and pulled material. The distal portion of the shaft that was received on the guidewire was unable to removed, due to the shaft being stretched. The inner diameter (ID) of the catheter was measured at exit notch which is within specifications. Microscopic examination and tactile inspection presented no damage or irregularities to the hypotube of the device. Microscopic examination revealed that the proximal portion of the tip was stretched. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).